Event description:
3m espe learned that a customer who had a full coverage crown made from lava ultimate required endodontic treatment. The crown was placed on (B)(6) 2012. On (B)(6) 2012 the crown was debonded and was re-cemented with 3m espe relyx ultimate cement. The patient was seen on (B)(6) 2013, and at that time, a recommendation for endodontic treatment was made; treatment was executed on (B)(6) 2013. No further info is available regarding patient status or on specific lots of product used.

Manufacturer narrative:
This report arises from a recent retrospective review of records.